Event description:
Over 6 months, very fast increase of battery impedance has been observed. The device was found found in safety mode, and was removed on (B)(6) 2014.

Event description:
Over 6 months, very fast increase of battery impedance has been observed. The device was found in safety mode, and was removed on (B)(6) 2014.